Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted due to an electrical storm, upon interrogation inappropriate magnet response was noted. The patient was discharged. No additional information was available.